Manufacturer narrative:
H.10: the device was requested for further investigation at the manufacturer site and the issue was confirmed. Internal corrosion due to fluid ingress was identified. To solve the issue stator and rotor ,light barrier and two circuit boards will be replaced. Fluid ingress due to a rough handling by the user was likely the major contributor for the reported issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/500mm. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp/500mm defective error message during priming. There was no patient involvement.